Event description:
It was reported that; anchor blade got stuck in implant. Update (B)(6) 2017: patient required a revision surgery to remove and replace the implant per second surgeon's decision.

Event description:
It was reported that; anchor blade got stuck in implant. Update (B)(6): patient required a revision surgery to remove and replace the implant per second surgeon's decision.